Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer that during routine testing upon startup, the cardiosave intra aortic balloon pump iabp displayed a power on electrical detection failed code 14 indicating a prior compressor failure etf. There was no patient involved at the time of the incident.